Event description:
It was reported that patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. The lead was capped and replaced on 18 aug 2025. The patient was discharged post procedure.